Manufacturer narrative:
Visual inspection of the lead found an external insulation abrasion breaching the optim sheath only at the proximal region of the lead. Silicone insulation was not abraded in this location. The cause of the external insulation abrasion was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis. External insulation abrasion was revealed during the analysis. There was no patient involvement.